Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure device was embedded'), genital haemorrhage ('abnormal bleeding (general)') and myocardial infarction ('blood or heart disorder/condition type: heart attack') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and back pain ("severe back pain") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2010, the patient experienced depression ("depression"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2017, the patient experienced myocardial infarction (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), butalbital;caffeine;paracetamol (fioricet), hydrocodone, phentermine, piroxicam (paxil) and tramadol. At the time of the report, the embedded device, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, myocardial infarction, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, alopecia and back pain outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, myocardial infarction, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion the essure device was embedded. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: back pain, vaginal haemorrhage.". Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet and medical record received. Events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse),depression, bladder or urinary problems or changes, migraines, headaches, blood or heart disorder/condition type: heart attack, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss, severe back pain, the essure device was embedded was added. Lab data was added. Concomitant drugs were added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.